Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13837 it was reported the pt had been hospitalized for two weeks due to an infection. It was noted no cultures were taken and the location of the infection is unk. The pt was treated antibiotic infusion therapy. No further info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.